Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhages') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2021, the patient experienced genital haemorrhage (seriousness criterion intervention required), dysmenorrhoea ("pain at the time of menstruation"), headache ("headaches quite violent over the years"), fatigue ("fatigue"), alopecia ("loss of hair") and abdominal pain upper ("violent pains in the lower left of the stomach") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6)2021. In (B)(6) 2021, the genital haemorrhage, dysmenorrhoea, headache, fatigue, alopecia and abdominal pain upper had resolved. At the time of the report, the weight increased was resolving. The reporter provided no causality assessment for abdominal pain upper, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache and weight increased with essure. The reporter commented: after withdrawal of essures in (B)(6) 2021 patient have been not had bleeding, headaches,fatigue, no pain. She started to lose weight. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. The most recent information was received on 18-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhages') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2021, the patient experienced genital haemorrhage (seriousness criterion intervention required), dysmenorrhoea ("pain at the time of menstruation"), headache ("headaches quite violent over the years"), fatigue ("fatigue"), alopecia ("loss of hair") and abdominal pain lower ("violent pains in the lower left of the stomach") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. In (B)(6) 2021, the genital haemorrhage, dysmenorrhoea, headache, fatigue, alopecia and abdominal pain lower had resolved. At the time of the report, the weight increased was resolving. The reporter provided no causality assessment for abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache and weight increased with essure. The reporter commented: after withdrawal of essures in (B)(6) 2021 patient have been not had bleeding, headaches,fatigue, no pain. She started to lose weight. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.